Event description:
It was reported to boston scientific corporation that an orca valve was used during procedure performed on (B)(6) 2026. During the procedure, water sprayed out of the center of the a/w valve. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050401 captures the reportable event of a/w valve fluid leak.